Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit was not displaying an image. Further inspection revealed that the printed circuit board was defective and causing the image failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus evis exera iii video system center loaner device, it was discovered that two of the inputs were not functioning properly and no image was present. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the inputs not working ¿sdi1 and sdi2¿ occurred due to faulty circuit board. The event can be detected by following the instructions for use which state: the circuit board has functions to transmit sdi video signals. Olympus will continue to monitor field performance for this device.